Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 50 to 150 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Storage of product not able to be verified. Test strip lot manufacturer's expiration date is 02/25/2017 and open vial date is not known. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. The user had a high glucose value.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 50 to 150 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Storage of product not able to be verified. Test strip lot manufacturer's expiration date is 02/25/2017 and open vial date is not known. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.